Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the device alarmed for air in line, it was reported that the user open the door " flicked the silicone segment potion of the tubing 3 times and stretch the silicone segment before reinserting it back into the device. The user then noticed a leak coming from the lower portion of the silicone segment when infusing rituxan at an unspecified rate. The set was in use for approximately 2 hrs. Before the leak was noted. There was no report of patient harm. The set was changed and continued the infusion without difficulty. The event occurred in oncology unit.

Event description:
The customer reported that the device alarmed for air in line, it was reported that the user open the door " flicked the silicone segment potion of the tubing 3 times and stretch the silicone segment before reinserting it back into the device. The user then noticed a leak coming from the lower portion of the silicone segment when infusing rituxan at an unspecified rate. The set was in use for approximately 2 hrs. Before the leak was noted. There was no report of patient harm. The set was changed and continued the infusion without difficulty. The event occurred in oncology unit.